Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was contamination on the response button switch. The root cause for the contamination could not be positively identified. There is no indication that the device malfunction caused or contributed to the patient's passing as the monitor detected asystole, a non life-sustaining rhythm on the date of passing.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 23:43:49 on (B)(6) 2025. At 07:58:19 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole. At 07:59:30, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The electrode belt was disconnected at 10:16:22 on (B)(6) 2025.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 23:43:49 on (B)(6) 2025. At 07:58:19 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole. At 07:59:30, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm. The electrode belt was disconnected at 10:16:22 on (B)(6) 2025.